Event description:
Customer reported that she had unexplained high blood glucose and dka. Customer went to the emergency room and was hospitalized in intensive care unit. Customer's blood glucose reading at the time of the emergency room visit was 768 mg/dl. Customer reported that the insulin pump was alarming no delivery. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently,it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.